Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph provided. Bd received one used 24ga insyte autoguard assembly within an open package from lot number: 9002870. All contents were present. Through the visual/microscopic evaluation, all components were present. There was no evidence of any damage observed on the catheter tubing. The cannula and catheter tip were found acceptable. A water-leak test was performed where leakage was not observed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. The photographs did not reveal any additional evidence. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text.

Event description:
It was reported that catheter back out occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter. "Patient has peripheral venous access infiltration, equipment and supplies order is made, I proceed to puncture the patient in a crease and had no more veins. Due punctures in other shifts because the accesses were infiltrated, when puncturing the patient evidence of return in the chamber, however, peripheral venous access is infiltrated immediately. Catheter removal evidencing that the mandrel was outside the catheter."

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter back out occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "patient has peripheral venous access infiltration, equipment and supplies order is made, I proceed to puncture the patient in a crease and had no more veins. Due punctures in other shifts because the accesses were infiltrated, when puncturing the patient evidence of return in the chamber, however, peripheral venous access is infiltrated immediately. Catheter removal evidencing that the mandrel was outside the catheter."